Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Patient later reported left side exchange from textured to smooth due to their concern with the product. The device remains implanted.